Event description:
Additional information was received reporting that the cause of the pipeline resistance was not determined. The resistance was in the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. A xt27 microcatheter was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex delivery system was returned inside the inner pouch, bio-hazard bag, and shipping box. The xt-27 was not returned. However, the xt-27 appeared to be compatible with the pipeline flex delivery system as it has a labeled inner diameter (ID) of 0.027". Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were fully opened and frayed. The pushwire was found kinked at 3.0cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance and found to be damaged. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured posterior circulation vertebral artery dissection aneurysm with a fusiform morphology. Aneurysm dimensions: max diameter 10 mm and neck diameter 10 mm. Landing zone (artery size): distal 2.8 mm and proximal 3.4 mm. The patient¿s vessel tortuosity was moderate. The patient had an intracranial left vertebral artery dissecting aneurysm and was planned to be treated with ped implantation. The p ed325-30 model was selected. During the hydration process, the surgeon tried to push the stent and found a little resistance. After hydration, when the stent was delivered into the microcatheter, it could not be delivered into and the resistance increased. The surgeon pushed the stent out of the protective sheath tip and found that the stent tip was rough. Dapt (dual antiplatelet treatment) was administered (pru level was normal). Angiographic result post procedure: normal blood flow. There were no patient symptoms or complications associated with this event.